Event description:
It was reported that there was a possible battery issue and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant (B)(4): upon analysis, normal battery depletion was found.